Event description:
It was reported that when setting the pressure on the pump, the pump keeps running even if the pressure is reached.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.